Event description:
Additional information was received reporting that the patient recharges anytime it gets below 50% and would recharge to around 60-70%. It took around an hour and 45 minutes. They charged every 3 days. The patient gets excellent connection. The patient's expectation was that the ins would charge from 0-100% within about 1-1.5 hours with good to excellent coupling. From log/report provided, it was reviewed that the patient seemed to have varying success maintaining coupling during recharge - there were some recent longer recharging sessions that only had fair coupling strength explaining the longer charge times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. D6a: the implant date is an estimated date (month, year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had dbs battery replacement with a rechargeable version in april. They are concerned that the rechargeable may not meet the charging speeds advertised but indicated they have to study it more.